Manufacturer narrative:
(B)(4). During the fluid/liquid drop test, calibration was performed per user manual using both 1/4 inch and 1/2 inch pvc tubing. After six minutes with the roller completely occluded, the fall of water was checked and no fall noted. With 1/2 inch silicone tubing, again calibrated per user manual and after six minutes the fall of water was checked and was better, falling one inch in one minute 10 seconds. At the end of all these tests, it was decided not use the roller, because in just six minutes of operation the roller over occlusive and not holding the liquid drop.

Event description:
It was reported that during initial inspection of the returned roller pump. The roller pump failed fluid/liquid drop test. There was no patient involvement.

Manufacturer narrative:
The reported complaint was not verifiable. No product was returned to the manufacturer. Diligence for additional information was unsuccessful. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.